Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the screen of the insulin pump. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.